Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that oversensing resulting in inappropriate shock was delivered when it comes to this device due to a morphology change. The patient was tested in different positions and no oversensing was seen after the device was reprogrammed to the primary vector, although noise was reproduced in the secondary vector. A review of the uploaded data by technical services (ts) noted that the patient received an inappropriate shock while programmed in the secondary vector. A review of the available information showed that the primary vectors showed appropriate sensing in the tested postures and isometrics. The device remains implanted. No adverse patient effects were reported.